Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. The MRI not meeting MRI requirements is a potential cause of MRI induced stimulation. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reportedly felt a slight vibration on their left side, like stimulation on their neurostimulator was on, during an MRI. The patient did not report discomfort or pain. The MRI was aborted. The patient is doing well and has not received any uncomfortable stimulation or irritation since inside the MRI machine. They are very happy about having the curonix stimulator with adequate pain relief.